Manufacturer narrative:
(B)(4). Added additional information the device was returned in good physical condition. The device was connected to a test handpiece and gen04 and gen11 and it did activate. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. During and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a tlh procedure, they had a small burn on the bowel. The case was still ongoing at the time of the call. No additional information was known. Added (B)(6) 2012: the burn was treated by suturing over the affected area. Current patient status unknown. Surgeon swept bowel and noticed that bowel burned. General surgeon called in and sutured over and patient is fine. No bowel perforation - blanch mark only.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.